Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega needle driver involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the permanent cautery spatula (470184-13/n10200803 0056) was performed. The instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 3rd use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. No escalations were required for the image review as the root cause of the failure mode was confirmed the alleged complaint of "wire rope damage" with the returned device. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the mega needle driver was found to damaged wire. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury. Due to the alleged issue, the procedure was delayed by 5 minutes. The customer is unable to release patient demographic information for this event. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.